Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The objective lens was scratched. The insertion section was slightly wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the charge-coupled device (ccd) lens was cracked on the evis lucera elite gastrointestinal videoscope. The issue was found at reprocessing before a diagnostic gastroscopy procedure. The intended procedure was completed with the same device and the evis lucera elite video system center. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. During the evaluation of the device, it was noted the scope was insufficiently or incorrectly reprocessed due to a brown powdery foreign material clogged inside the nozzle. This report is to capture the reportable malfunction of the insufficiently or incorrectly reprocessed scope due to a brown powdery foreign material clogged inside the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 13-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the nozzle was clogged with foreign material such as body fluid or an adherent came from chemical agents used because the reprocessing after the previous procedure was inappropriate. The event can be prevented by following the instructions for use which state: perform precleaning immediately after procedure. Otherwise, residual organic debris originated from patients will solidify, and it may not be removed by reprocessing. Remove clogging by feeding water to air/water channel at precleaning. Clean the external surface of the endoscope using clean gauze or sponges while pay attention not to remain foreign material at the nozzle opening. Method for feeding detergent solution to the air/water channel and rinsing detergent solution from the air/water channel. In case the endoscope is excessively dirty, or immediate cleaning cannot be performed, immerse the scope in detergent solution before manual cleaning. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.